Event description:
Customer reported tubing leaking at the medial port (below the pump). Although requested, no other information was available.

Manufacturer narrative:
(B) (4). (B) (4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.